Manufacturer narrative:
E1 - (phone number) (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an image fault, specifically interference/lines. The event occurred during inspection for use. There were no reports of patient harm.